Manufacturer narrative:
Patient's identifier, weight, date of event, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are unknown. Lot and part information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), after clinical procedure, patient experience failure of implant to osseointegration.

Manufacturer narrative:
Follow-up submitted to report device evaluation.